Manufacturer narrative:
Telephone number is: (B)(6). This device is not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the device in this report is not sold in the u.s but is similar to the saber pta balloon catheters manufactured by cordis that are sold in the u.s.

Event description:
During a (vaint) case in a 90% occluded lesion of the flexor cutaneous vein, a 10cm155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 8 atmospheres (atm) during the initial inflation. It was replaced with a new saber rx and the procedure was completed. There was no patient injury. The sales rep cannot visit the hospital because of the covid-19. Therefore, additional information cannot be obtained. The device was discarded.

Manufacturer narrative:
During a (vaint) case in a 90% occluded lesion of the flexor cutaneous vein, a 10cm x 155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at eight atmospheres (atm) during the initial inflation. It was replaced with a new saber rx and the procedure was completed. There was no patient injury. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82204953 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon- burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics likely contributed to the reported event, as damage to balloon material may have occurred when attempting to cross or upon inflating a 90% occluded lesion. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and reported event. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.